Event description:
Per note from the patient's family, this patient expired on (B)(6) 2013 and two days post implant there was "negligence." The local biotronik representative was contacted and additional information was obtained. The following physician stated that the patient was very sick with an ef of 10%, and "it would have been negligence not to implant a biv ICD." This patient expired in the critical care unit of the hospital due to respiratory failure. The following physician has no complaints with the functionality of this device. This device has not been returned for analysis and it is not known at this time if the device was explanted after the patient's death. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.